Event description:
Pt with silicone gel implants placed in 1972. Physical exam indicated bilateral, hard, irregular, contracted breast implants with baker grade 4 capsular contracture. Procedure confirmed rt intra-capsular rupture and lt rupture with free silicone outside capsule.